Event description:
It was reported that the pacemaker had experienced an unknown product anomaly. The device was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).